Manufacturer narrative:
No conclusion code available. The extended charge time observed in the field was confirmed in the laboratory. Extended charge time was caused by an anomalous battery. Premature battery depletion was confirmed during analysis. High voltage testing on the device was performed, and revealed no sources of high current. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
(B)(4). This device is part of the advisory for premature battery depletion with implantable cardioverter defibrillator.

Event description:
During a follow-up, the charge time of the device was extended and premature battery depletion was suspected. The device was explanted and replaced and the patient was stable.